Manufacturer narrative:
On 25-jan-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. It was reported by the bwi representative that while using the new software system there were significant map shifts and the carto 3 system did not display an error or alerts. They reset the visualization on the carto 3 system and then created a new map. They saw a difference between the two maps. The case was completed using the second map. Device evaluation details: an investigation was initiated to investigate the issue. It was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use, (p.n. Ug-5400-0075h, rev. P02): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." A manufacturing record evaluation was performed for the system 14637, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) it was identified that h8 for "initial use of device" was mistakenly indicated. This product is hardware and therefore "reuse" is the proper and intended selection.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. It was reported by the bwi representative that while using the new software system there were significant map shifts and the carto 3 system did not display an error or alerts. They reset the visualization on the carto 3 system and then created a new map. They saw a difference between the two maps. The case was completed using the second map. Software version value- 7.5.0.508. Dispatched to the local field service engineer. For the map shift issue. The map shift was discovered when the ablation catheter seemed to be floating in the left atrium, but force readings were high. This is when we suspected a shift. The issue was seen during ablating. The approximate difference in catheter location before and after map shift was approximately 1cm. No cardioversion, and no visible patient movement. Map shift without cardioversion or patient movement is MDR-reportable.